Event description:
It was reported that there was unintended stimulation with the use of the device. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was returned for evaluation and no device malfunction was confirmed. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure.

Event description:
It was reported that there was unintended stimulation with the use of the device. There were no adverse consequences, no medical intervention and no delay reported.

Event description:
It was reported that there was unintended stimulation with the use of the device. There were no adverse consequences, no medical intervention and no delay reported.